Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that an io was attempted in the right tibial tuberosity but due to a device failure the end portion of the needle would not screw off the io and therefore the io was unable to be used. The patient's other tibia was wrapped up and had recent surgery. An IV was established in the right forearm with a 1000cc bag.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. The complaint sample is not available for investigation. The root cause cannot be established. The complaint cannot be confirmed. A section of the IFU will be referenced as part of the investigation report. The IFU states, "squeeze trigger and apply moderate steady pressure. Important: do not use excessive force. Use moderate steady downward pressure and allow needle set rotation to penetrate the bone". The certificate of compliance could not be reviewed as the lot/serial # for this batch was not reported. The complaint sample is not available for investigation. The root cause cannot be established. The complaint cannot be confirmed. It should be noted that after a difficult insertion, especially with an excessive amount of force to seat the needle assembly correctly, the hubs interface surfaces could become more difficult to break apart. No further action required.

Event description:
It was reported that an io was attempted in the right tibial tuberosity but due to a device failure the end portion of the needle would not screw off the io and therefore the io was unable to be used. The patient's other tibia was wrapped up and had recent surgery. An IV was established in the right forearm with a 1000cc bag.